Event description:
It was reported that for this programmer, the touch screen was not responding. The boston scientific technical services (ts) wanted to send the programmer back and replace it. This programmer was out of service. No patient involvement was reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during testing. No error or fault codes were recorded in the programmers logfile and benchtop testing was unable to reproduce the behavior.